Event description:
Dept. Personnel responded to a cardiac arrest call, pt down time of 1-1 1/2 hours. The defibrillation electrodes were attached to the pt. The device indicated connect electrodes and use of the device was inhibited. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on an assessment of the pt's viability and the long down time.